Event description:
Additional information was received. It was reported that the local representative (cs) ran a new cable from another system and the monitor was still black. The cs ran the existing cable to another monitor and it work. As such, it was suspected that the only problem was the original monitor. It was suspected that the cause of the issue was an old monitor.

Manufacturer narrative:
H6: a medtronic representative visited the site to evaluate the equipment. The surgeon monitor was replaced. Codes b01, c02, and d02 are applicable. The returned monitor was analyzed. It powered up on the test bench and displayed a good image for a few minutes, then went blank as reported. Hot plugging the monitor brought back the image for a moment then it went blank again. Codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9733623, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during an axiem shunt placement procedure. It was reported that¿the surgeon monitor went black. Manufacturer representative tried unplugging and re-plugging the surgeon monitor cable, however, the monitor would just flicker. The surgeon navigated off the staff cart while another monitor from a different system was retrieved. When plugging in a different surgeon monitor and cable, it was mirroring the staff cart monitor. There was a reported delay of less than one hour and no known impact on patient outcome.